Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8054691, medical device expiration date: 2018-11-30, device manufacture date: 2018-02-23. Medical device lot #: 8033825, medical device expiration date: 2018-10-31, device manufacture date: 2018-02-02. (B)(6). Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Evaluation and testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported with the use of the bd vacutainer® buffered trisodium citrate plus blood collection tubes there was an issue with underfill. There was no report of injury or medical intervention.